Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead was dislodged post implant procedure due to patient¿s arm movement. Lead was repositioned successfully on the same day. Patient¿s condition was stable throughout the event.

Manufacturer narrative:
Correction: date received by manufacturer should have been june 12, 2018 instead of oct 11, 2017 in manufacturer report number 2938836-2018-10994.